Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 738.1 mcg/day) via an implanted pump. The patient¿s medical history included a cva (cerebrovascular accident). Concomitant medications were noted to be multivitamins, oral baclofen (prn), buspirone, citalopram, lorazepam, and trazodone. The indication for pump use was stroke and intractable spasticity. On (B)(6) 2017 it was reported that the patient stated that last saturday ((B)(6) 2017) she felt irritable, had increased tightness, and a fever. She went into the ed (emergency department) the same day. An x-ray was done and nothing suspicious was seen. The physician increased the infusion rate from 611 mcg/day to 674 mcg/day and sent the patient home. On monday ((B)(6) 2017) the patient went into the rehab clinic still feeling that she was tight. A 40 mcg bolus was programmed via the pump and the patient felt no effect. A dye study was scheduled for (B)(6) 2017. During the dye study, under fluoroscopy the cap (catheter access port) was accessed and they were unable to withdraw fluid so the diagnostic procedure was aborted. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. Surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6) 2017 and it was reported that patient was taken to surgery. Upon exposing the pump pocket site, the neurosurgeon accessed the cap and was able to withdraw fluid. After disconnecting the existing implanted catheter from the pump, the neurosurgeon noted there was patient tissue inside the cap. After he removed the tissue, there was a spontaneous retrograde flow of csf (cerebrospinal fluid). As the patient was within one year of her pump approaching expected eol (end of life), the existing pump was explanted and replaced with another 40 ml pump. The clinicians felt the pump functioned well as the expected versus actual residual volumes were all wnl (within normal limits). The infusion rate was decreased from 738 mcg/day to 598 mcg/day after the pump replacement and the patient was admitted for 23-hour observation. No further complications were reported/anticipated.